Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, physician deployed the device post tavr without incident. He stated today (B)(6) 2022, that the patient ended up having a retroperitoneal bleed and was taken into surgery to fix the bleed. He stated that the foot plate was well positioned, however the collagen was not pushed down into the proper position. Additional information stated that the vascular surgeon did a cut down procedure to retrieve the deployed device, and fix the artery.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 7.5mm, with a depth measurement of 6.5cm. A central positioned access was gained utilizing ultrasound and micropuncture. No issues were encountered advancing or exchanging procedural sheaths. The proctor noted issues occurred while advancing the blue lock advancement tube; no further information was submitted. Manta was deployed without incident, and hemostasis was immediate. A few days later the physician reported the patient had a retroperitoneal bleed. The patient was taken to surgery to repair the bleed and explant manta, it is unknown if the patient received any blood units. The surgeon noted the manta anchor was well positioned but the collagen was not pushed down into the proper position. The suspected root cause of the retroperitoneal bleeding is the implant was ineffective in creating hemostasis; however, it is inconclusive as to why the implant was ineffective in creating hemostasis due to insufficient information available. Based on obtained information from the surgical intervention, it may have been correlated to initial deployment technique. The IFU warns not to use manta if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. Additionally, precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include retroperitoneal bleeding because of access above the inguinal ligament or the most inferior border of the epigastric artery (iea); and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding.